Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient was implanted with an optease inferior vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedded, chronic calcified thrombus within filter, acute post implantation pulmonary emboli and unsuccessful retrieval attempt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and occlusive thrombosis of the device and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. With the limited information provided a clinical determination could not be made regarding the event. Given the information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to embedded, chronic calcified thrombus within filter, acute post implantation pulmonary emboli and unsuccessful retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient was implanted with an optease inferior vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedded, chronic calcified thrombus within filter, acute post implantation pulmonary emboli and unsuccessful retrieval attempt. The patient reported that there was an unsuccessful removal attempt approximately eleven years and nine months post implant. Approximately twelve years and eight months after the index procedure the patient experienced inferior vena cava (ivc) perforation, organ perforation and filter tilt. The patient also reported experiencing depression, altered mental status, insomnia, mixed anxiety/depressive disorder related to the filter. According to the procedural report, the indication for the filter implant was pulmonary emboli and retroperitoneal hemorrhage and difficult to control anticoagulation. The filter was implanted via the right femoral vein. A venocavogram showed the bifurcation of the vena cava at the l4 level. The filter was instilled with the main portion centered around the l3 level. A post procedural venography confirmed placement. A computed tomography (CT) scan done was performed approximately eleven years and four months post implant and re-evaluated approximately 16 months later. The findings noted that the superior end of the filter is at the l2-l3 interspace and is tilted anteriorly at the superior end and is tilted posteriorly at the inferior. All the struts of the ivc filter perforate the ivc up to 3 mm. One strut contacts the bowel, and 2 struts reside in the soft tissues. Approximately 5 months after the CT scan the patient underwent an unsuccessful retrieval attempt. Access was made via the right common femoral and the right internal jugular (ij) veins. A large sheath and a snare catheter were initially used; however, they were not fully able to collapse the filter. A 12fr tulip filter retrieval sheath was inserted into the right ij and was brought to level just proximal to ivc filter and an attempt to snare nose cone of proximal aspect of ivc filter was unsuccessful. An attempt to snare the wire from groin sheath via right internal jugular sheath access was successful but, was not successful in capturing the proximal nose cone to free the filter from the ivc endoluminal attachment using both inferior and superior filter retrieval sheaths. Next, an angled glide wire and 8 mm x 4cm balloon was passed on the right, posterior, anterior and left lateral walls of the filter and balloon venoplasty was performed in space between ivc filter attachments and the endoluminal wall of ivc. Despite venoplasty, the filter was still unable to be recaptured at the most superior aspect of the filter and attempts to recapture at this level caused the patient discomfort and was immediately discontinued. It was determined that the filter was not safely removable due to significant attachment at is top quarter length. The attachment distal three quarters length of filter were successfully disrupted. A post procedural venogram revealed no extravasation and the filter was in place with good position in infrarenal ivc. There was no change in appearance of ivc filter nor its position from start of procedure prior to any attempts to remove ivc filter. The reason for the filter removal attempt was not provided. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and occlusive thrombosis of the device and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety and/or depression do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. Given the information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient had an unsuccessful removal attempt approximately eleven years and nine months after the index procedure. Approximately twelve years and eight months after the index procedure the patient experienced inferior vena cava (ivc) perforation, organ perforation and filter tilt. The patient continues to experience depression characterized by lack of energy, loss of appetite, altered mental status, sexual dysfunction, mood swings, insomnia, intentional self-harm, mixed anxiety/depressive disorder, lack of enjoyment of life and unable to focus/concentrate. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism (pe) and retroperitoneal hemorrhage with difficult to control anticoagulation. The filter was implanted via the patient's right femoral vein. A venocavogram showed the bifurcation of the vena cava at the l4 level. The filter was instilled with the main portion centered around the l3 level. A post procedural venography confirmed placement. A computed tomography (CT) scan done approximately eleven years and four months after the index procedure was re-evaluated twelve years and eight months after the index procedure. The superior end of the optease filter is at the l2-l3 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 3 mm. One (1) anterior strut perforates the ivc wall 3 mm and contacts the bowel. One (1) posterior strut perforates the ivc wall 3 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 2 mm and resides within the soft tissues. Approximately eleven years and nine months after the index procedure the patient underwent an unsuccessful retrieval attempt. Ultrasound guidance was used to gain access to the ivc through the patient's right common femoral vein. A snare catheter was used to capture the inferior aspect of the filter/hook and a large sheath was used to collapse the filter except the top quarter of the filter. They were unable to advance the sheath fully to completely capture the filter. The next attempt used ultrasound guidance through the right internal jugular vein. A micro sheath was inserted and then exchanged for 12 french tulip filter retrievable sheath. This sheath was brought to level just proximal to ivc filter and an attempt to snare nose cone of proximal aspect of ivc filter was unsuccessful. Attempt to snare wire from groin sheath via right internal jugular sheath access was successful, but still unsuccessful in capturing proximal nose cone in attempt to free filter from ivc endoluminal attachment using both inferior and superior filter retrieval sheath. Next, an angled glide wire and 8 mm x 4cm balloon were used. The wire was passed on right, posterior, anterior and left lateral wall of filter and with each wire passage a balloon venoplasty was performed in space between ivc filter attachments and endoluminal wall of ivc. Despite venolasty, the optease filter was still unable to be recaptured at the most superior aspect of filter. The attempts to recapture at this level caused patient discomfort and was immediately discontinued with patient discomfort. It was determined that the filter was not safely removable due to significant attachment at is top quarter length. The attachment distal three quarters length of filter were successfully disrupted. A post procedural venogram revealed no extravasation and the filter was in place with good position in infrarenal ivc. There was no change in appearance of ivc filter nor its position from start of procedure prior to any attempts to remove ivc filter.